Event description:
An infection preventionist reported that a patient presented with endophthalmitis following intraocular lens (iol) implant surgery. She reported the patient was referred to a retinal specialist. In a follow-up, the surgical assistant for the retinal specialist reported the patient was seen in their office 4 days postoperatively with endophthalmitis and vision was hand motion; the patient was treated with medication on that day. The next day, the patient's vision was light perception. Seven days after the initial implant surgery, a vitrectomy was performed. The surgical assistant reported the patient has a current vision of hand motion, continues to have eye pain, was diagnosed with hypotony, and is being treated with medications. The surgical assistant stated the cause of the endophthalmitis is unknown.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2011. Additional information was received by phone on (B)(6) 2011. (B)(4).